Event description:
Olympus received a medwatch report (B)(4) through the mail which stating "while scrubbed into doctor's video-assisted thoracic surgery (vats) case and I handed him an 11mm trocar obturator. After he inserted it, he only handed me back a piece of plastic, instead of the obturator. The plastic was part of the obturator. The metal portion of the obturator was not returned to me, I informed him that I did not get it. On further examination, we found that the obturator came apart. They feel into the patient's chest cavity. The obturator was retrieved from the patient. The entire silver portion dropped into the body cavity; only the black handle was given to the scrub tech."

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.